Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose levels have been ranging from 38 to 500 mg/dl for the past 43 years. The customer stated that she and her doctor had tried different treatments over the years and her doctor stated she is doing good now. Details of treatment were not obtained. The customer declined troubleshooting. The insulin pump will not be returned for analysis.